Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device does not allow flow through it. The following information was provided by the initial reporter, translated from chinese to english: nurse manager reported product use during connection to the infusion set and found that the connector does not go liquid need green claim, need complaint response letter, need complaint acceptance letter, samples can't be returned, with photos.

Manufacturer narrative:
Pr 9248129 follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2280065. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte closed luer access device does not allow flow through it. The following information was provided by the initial reporter, translated from chinese to english: nurse manager reported product use during connection to the infusion set and found that the connector does not go liquid need green claim, need complaint response letter, need complaint acceptance letter, samples can't be returned, with photos.